Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (abb tactile changes w/moisture) issue. It was reported that the audio bolus button was unresponsive after the pump was exposed to moisture. The battery was reinserted, but it did not resolve the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/25/2013 with the following findings: the pump was returned with visible moisture behind the display lens. The display screen was blank when the pump was powered on and a display lens leak was found. Moisture was found on the internal components. (B)(4).